Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level reached 300-400 mg/dl and did not receive a high bg alert as expected. Customer declined troubleshooting with tandem technical support. There was no reported impact to customer's blood glucose level.